Event description:
It was reported that during an implant procedure, the atrial lead unable to be implanted after multiple attempts. The physician elected to not use the atrial lead and a new lead was successfully implanted. The patient was stable throughout the procedure.